Event description:
After working 13 mos for the post office in 1943 rptr quit because he had sciatic pains in back of both thighs and felt uneasy when he met people. Shortly before he quit school after one yr of night college where he passed all subjects. His family tried to help him by sending him to a psychiatrist who did not reveal his profession to him. Soon after, rptr's family sent him to an alleged rest home which turned out to be psychiatric facility. Rptr had 18 electric shock treatments. Rptr had the same symptoms when he was discharged as when admitted.